Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. The patient rolled over in bed and there was noise which led to shock. The patient went to the hospital to have the system checked. Noise could be recreated in all three sensing vectors. Therapy was programmed off and x-rays were ordered. An electrode fracture was suspected. The doctor explanted the electrode and placed a new electrode onto the chronic pulse generator. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to the oversensing of noise. The patient rolled over in bed and there was noise which led to shock. The patient went to the hospital to have the system checked. Noise could be recreated in all three sensing vectors. Therapy was programmed off and x-rays were ordered. An electrode fracture was suspected. The doctor explanted the electrode and placed a new electrode onto the chronic pulse generator. There were no additional adverse patient effects.